Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The patient went to the hospital and was attempting to hold the pod in place. At the hospital, the patient was treated with intravenous fluids and was given blood tests and a covid test. The patient was discharged after 6 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.